Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to dizziness and e-3 error. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 21-apr-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated after the initial call he had eaten and then had felt better afterwards. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 22-apr-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error message (e-3). The customer was not using the proper testing technique. During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2023 and open vial date is (B)(6) 2022. At the time of the call the customer reported feeling dizzy. Customer stated that prior to the call he had contacted his doctor due to the dizziness and e-3 error. Customer stated that his doctor had scheduled an appointment that day for the customer ((B)(6) 2022). Customer stated he did not want to go, as the doctor's office is two hours from his location. Customer stated that he had not yet eaten that morning, and that he would eat and attempt to test again later.

Manufacturer narrative:
Sections with additional information as of 06-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.